Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A request was made to have a data analysis from this implantable device and it confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.